Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204 (belt/monitor unusable) and several adjust belt or check belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, service code 204) was confirmed. Upon investigation the white pulse wire in the trunk cable was open, which caused the reported belt alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.